Event description:
The pt reported that she was attempting to bolus and the display screen read "3.00" and "77" and was "beeping and buzzing." The pt reported that the power pack had been in use for 1.5 to 2 mos. The pt was aware of the power pack recall and that the power packs had been corrected. The pt was advised to immediately discard all old power packs and use only the corrected power packs. The pt replaced the power pack and the device functioned properly. The pt did not experience any blood glucose concerns. The pt did not require medical attn from a healthcare professional or second party to address the issue. No prod will be returned.

Manufacturer narrative:
No prod will be returned for eval.